Event description:
The pump freeflowed. The pump was not on a pt at the time the freeflow was observed.

Manufacturer narrative:
MFR's report date 08/14/97. The pump was rec'd and was visually and functionally tested. The inspection seal had been broken. The unit was tested for rate accuracy and found to intermittenly freeflow. Further examination revealed a loose mechanism spring. The cause of the loose spring cannot be determined since the inspection seal had been broken prior to being returned. Both the mechanism and the spring were replaced and the instrument passed all MFR's specs.